Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres for 30 seconds, the balloon ruptured with horizontally separation at proximal part. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was in good condition.